Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-17776. Related manufacturer reference number: 2938836-2019-17777. It was reported that when the patient presented at a follow-up in clinic, the device was found to have eroded from the pocket with exposure of the leads. It was noted that the patient was manipulating the pocket which irritated the site. The system was extracted and the patient was stable during and after the procedure.